Event description:
Following a maxillofacial surgery, it was reported that the surgeon had difficulty fitting a mandible prosthesis to the patient using a 3d systems mandible marking guide, which caused a delay in the operation of approximately 4 hours. The procedure was completed without additional patient harm.